Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed the issue occurs only when using the esu (erbe vio3) equipment. The problem does not occur when the esu is plugged into an ups unit, which indicates that the esu may not have the best electrical grounding despite having ground cables connected from the unit to the roll-stand. Or the ups may be providing the needed protection for the esu to not conduct noise to the spo2 and ECG signal. The clinical configuration of the monitors was also confirmed to be most suitable for a procedure room environment. The customer was provided with a recommendation to use an ups unit on each esu in order to reduce interference of the ECG and spo2 signal.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that x3 was dropping sp02 signal when using the esu equipment. They did not get any errors just the signal drops during the procedure.